Event description:
During preparation of the device for a cardiopulmonary bypass procedure. The user reported that the probe support clip was broken. As a result, an alternate device was employed. No other details regarding the nature of the event were provided. .

Manufacturer narrative:
Eval in progress, but not yet concluded.